Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: during the visual analysis, the following was observed: the photo shows a sleeve broken off from the bottom side. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent:

Event description:
It was reported that during the laparoscopic lobectomy surgery, it was noted "the device was broken into a few parts during the firing." Some pieces fell into the patient, but they were retrieved. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2022. D4: batch # v9580d. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.